Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The patient developed worsening shock and was found to have perforated his bowel. He developed sepsis from the perforation and was taken emergently to the operating room for bowel resection. Post-operatively, he developed coagulopathy due to his sepsis and required multiple transfusions. Subject received a total of 4 units of packed red blood cells (prbc) and 3 units of fresh frozen plasma (ffp). His sepsis caused distributive shock and he succumbed to these factors. It was reported that infectious disease was consulted for persistent leukocytosis and sepsis picture. The patient was in septic shock with multisystem organ failure. The patient was on parenteral antibiotics for infection. None of these event were device related or related to the implant procedure. The lvad was not explanted. The patient expired on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported events could not be conclusively established through this evaluation. The submitted log files captured the pump operating as intended until the pump was intentionally stopped, external power and the driveline were disconnected, and the system controller was shut down at 08:03:41 pm on (B)(6) 2018. The heartmate 3 lvas IFU lists bleeding (perioperative or late), infection, sepsis, and death as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are also provided in various sections of this IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had shock liver related to right heat failure. The right heart failure did not exist prior to the ventricular assist device (vad).